Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm harmonic ace instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have one blade broken at the base. A piece approximately 0.083" x 0.427" was found to be broken off and the broken piece was not returned. The components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument jaw was broken. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.